Event description:
The customer reported the rigid video laparoscope had scratched lens during reprocessing. During the initial evaluation of the device, fiber breakage, broken distal edge, and cracked image were observed. No patient harm was reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is still ongoing. A supplemental report will be submitted when the investigation has been completed or when new and significant information becomes available. Olympus will continue to monitor the field performance of this device.